Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's associated right ventricular (rv) lead, which was placed on the septal wall near the bundle of his per physician discretion, oversensed intrinsic atrial signals. Loss of capture, but no asystole, was also reported. Loss of capture was also present when the lead was tested through the pacing systems analyzer. Boston scientific technical services (ts) discussed programming options to mitigate the issue. The physician elected to reposition the lead. No additional adverse patient effects were reported.